Manufacturer narrative:
A patient is unable to set ipg to MRI mode due to high impedances was reported to abbott. The patient was still receiving effective therapy. No intervention is planned at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), lot: a000156704.

Event description:
It was reported that the patient was unable to set the device into MRI mode. System diagnostic recorded high impedance on one lead. Surgical intervention may take place to address the issue. The investigation was unable to determine the lead that associated with the issue.